Event description:
A medtronic rep reported that while preparing for a fusion eval, the instruments were going red status near the contralateral canthus of the eye (side away from the emitter). This behavior occurred with all instruments/trackers and that the tracking distance was less than a foot.

Manufacturer narrative:
Pt info was not available as no pt was involved in this concern. The device has not been returned to the MFR.